Manufacturer narrative:
On november 18, 2021, mentor became aware that the implant was actually intact upon removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2022, the mentor failure analysis lab received two devices with the same lot number for evaluation. It was not specified which device belonged to the right breast, so both were evaluated. Mentor also received additional information indicating that the correct date of explantation was on (B)(6) 2021. On (B)(6) 2022, the product investigations were completed. (1) device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (2) device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old white female patient, who's undergone breast augmentation revision with a 350cc mentor memorygel breast implant on the right breast, suffered spontaneous right breast implant rupture, post-procedure. The rupture was diagnosed during an in-office visit and mammogram. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.